Event description:
This pt has experienced pain and heard a cracking sound for one year. Exchanging the external equipment did not alleviated the problem. Integrity testing performed in 03/2006 did not show fault with the device. The surgeon explanted the device in 2006 and reimplanted the pt with a new device.